Manufacturer narrative:
Cracked reservoir tube lip, missing end cap sticker, scratched display window, and cracked reservoir tube noted during visual inspection. All buttons function properly. However, moisture damage was noted on keypad traces. No scrolling numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 273 mg/dl. Troubleshooting was not performed. The device was returned for analysis.